Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the printer would not stop printing. It was additionally noted that the upper display hinges were broken, the lower hinge plate screw was broken off, plugging the hole, the display flex tape had a small tear, the rear display flex tape had a small tear, the rear display cover tab was broken off and the stylus was intermittently unresponsive (the calibration average value was too low). All affected parts were replaced and all identified issues were resolved. Inspected circuit boards and mechanical parts, reconfigured the hard drive, reloaded and updated software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to stop printing out pages. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.